Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker exhibited noise. Device was abandoned. No additional adverse patient effects were reported.